Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 418 mg/dl and that she suffered from nausea and vomiting as a result of the hyperglycemia. The customer treated with an insulin pump bolus. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. Further troubleshooting was declined since the customer was busy. No products were returned or replaced.